Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one patient was not crossing over on all medstation. A technical support specialist performed to search the patient on the medstation global user interface, the patient appeared with an admitted status, the patient was reconciled with another visit ID, found that the admission discharge transfer (adt) team had sent a discharge message for the primary patien. The discharge fields already had the date/time of the discharge message, the adt team merged the discharged patient with the current active patient, but the patient status was shown as read-only. The tss advised the customer to undo the discharge of the patient and move it to a future date with the help of pharmacy technician to resolve the issue. The tss followed up via email, but no response from the customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patients information was not crossing over on all station. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patients information was not crossing over on all station. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.